Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to found to have an input disk broken. Input disk 7 was found completely broken from the inside of the housing. Additional observation related to customer reported complaint: the instrument was found to have a loose grip cable at the distal end. The instrument has a broken input disk at the proximal end. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, one side of the medium-large clip applier jaws did not open or close. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: initially the customer stated that the bent tip was noticed prior to the start of the procedure and the instrument was not used on the patient. There was no harm or injury to the patient. However, later the coordinator thought the initial response was wrong and confused with another clip applier. The issue could have been noted during the use of the instrument and the customer was clipping before putting the tip on the tissue or vessel and found out that it was not working.